Event description:
Approx 12-14 minutes into dialysis treatment, the pt experienced chest pain, back pain, became diaphorectic, anxious, and had shortness of breath. Treatment was temporarily discontinued and the dialyzer and blood circuit was discarded.